Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms when the cannula was bent from time to time. The mother stated that the customer was hospitalized with high blood glucose over 1400mg/dl. The caller stated that her glucose level is often over 600mg/dl; was delivering boluses several times and the customer was lethargic. The mother checked the site and noticed that insulin was coming out from her site. Troubleshooting was performed, and the high pressure test failed once and passed twice. Further testing was not performed because the event happened in the past event. No further information was provided.